Event description:
Facility rn reported during patient use with product code 3c0062 the attached stopcock was noted to have separated from the luer lock of the tubing. Rn states there was no injury or medical intervention required. No additional data was available.